Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0774, awareness date 26-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2012 after her 4th child. Additional information received on 15-sep-2015 (ptc - product technical complaint). Earlier this year (2015) the symptoms of pelvic pain, nausea, fatigue, mental fogginess, depression, bloating in abdomen where she looked and felt like she was 6 months pregnant worsened to the point she thought she was losing her mind and pregnant; all tests were negative and normal. She was so sick and she felt the medical community thought she was crazy. The coil on the left side could not be seen on ultrasound or MRI. On (B)(6) 2015 she underwent a hysterectomy and all those symptoms were immediately gone. She still did not receive an explanation of what happened to the left coil. Ptc global number: (B)(4). Ptc result: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2012. Earlier this year (2015) pelvic pain worsened and the coil on the left side could not be seen on ultrasound or MRI (interpreted as device dislocation). She was submitted to a hysterectomy and recovered from her symptoms. Pelvic pain and device dislocation may occur during essure therapy. Given the compatible temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. Since an intervention was performed, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.